Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction since it may lead to an increase in leakage of fecal material. This may expose the pt to the risk of wound contamination / infection. The "precautions and observations" section of the product insert instructs the end users to provide for skin care and interventions as some "leakage of stool around the device" is to be expected. Thus, the standard clinical practice is to cover wounds with barrier dressings to facilitate healing and reduce the risk of potential fecal contamination. No injury to the pt was reported. No add'l info has been provided to date. A return sample for eval is not expected.

Manufacturer narrative:
Additional information was received on august 12, 2015. Third party manufacturer reviewed the batch records for lot# 12fm02 and no exceptions were found. The retention samples were also reviewed and the appearance of the balloon/inflation port, catheter body and valve function were normal. Eight retains from different lots along with samples from the same lot were subjected to a tensile strength test between the tube and the 4pc cannula in the reverse direction. For the samples from this lot the inflation port tensile force was from 2.15 to 2.24 kg, while the irrigation port was from 1.98 to 2.21 kg. The minimum force permitted is 1.02 kg. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
On insertion, the 45ml inflation port broke off of the unit.